Manufacturer narrative:
The device was not returned to olympus for inspection, but the malfunction was identified during onsite inspection by field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint is failure to follow instructions where problem is traced to the user not following the manufacturer's instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the auxiliary water tube of gastrointestinal videoscope was not used correctly as per the user manual. There was no patient involvement.